Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device failed insulation testing.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: did not pass insulation the failure(s) identified in the investigation is consistent with the complaint record. The root cause is a crack on the insulation due to possible user misuse, improper sterilization methods, or normal wear. (B)(4). The device manufacture date is not known.

Event description:
It was reported the device failed insulation testing.